Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The sensor (ID unknown) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a patient had a traumatic brain injury (tbi) with bone flap removal. Monitor was working properly, and the patient went for a computerized tomography scan (CT scan). When patient returned to the room and nurse was setting up, she couldn¿t get a wave form, and monitor was reading zero when prior to the CT and transport patient was reading 14. Called to trouble shoot. Reviewed setup, insertion, and asked what happened when she returned from CT. A registered nurse (rn) rezeroed the sensor in the patient head rather than resynching to the bedside monitor. Rn was able to do this due to the bone flap and the technology set up of the cerelink. She was told that she either need to follow the trend, knowing that the patient¿s icp is actually higher, or they will need to replace the sensor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.